Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during fill one of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm; however, the patient mentioned that they did not verify that the patient line was properly primed before connecting to it. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.